Event description:
Customer reported hospitalization due to hypoglycemia. Customer stated that she was high, then went low and stayed low. Customer could not raise the blood glucose level. The current blood glucose reading is 37 mg/dl. Customer treated with juice. Customer has been sick. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.